Event description:
The hosp returned two aortic cutters without any formal report. During follow-up the customer reported that the cutters did not cut when the devices were actuated. A replacement was used to complete the procedure. No pt complications were reported.